Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a black scar on the fiber was found before use. The black scar found was a crack on the fiber and there was no delay to the procedure.

Manufacturer narrative:
Received 1 opened endobeam fiber. The reported event was confirmed as user-related. The visual inspection results are as follows: at the proximal end, the fiber was chipped in the high power port. The sma ferrule is dented at the based. At the distal end of the fiber, the fiber broke from the stripped junction. The break appears to be a compound break. Due to the fact that the fiber was not fired, the possible causes for the tip break are either the fiber was mishandled in the surgical field or the fiber was pulled from the mounting card without lifting the tabs damaging the distal tip of the fiber. The possible cause of the damage to the proximal end is the fiber was mishandled and potentially dropped on the floor or within the surgical field causing the dent on the connector and subsequent fiber fracture within the high power port. As a control, fibers are 100% inspected for power transmission using a hene laser and concentricity of the fiber at the manufacturing facility to ensure they meet manufacturing specification prior to packaging. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: description: the bard® endobeamtm holmium laser fibers are free-beam delivery devices that transmit laser energy in a forward direction. The devices are either 2.5 meters (8.2ft) or 3.0 meters (9.8ft) in length and are terminated with a laser-specific connector on the proximal end. These delivery systems are capable of delivering ho:yag (2100nm) and nd:yag (1064nm). The devices are either single use or reusable and are supplied eto-sterilized. Note: product testing completed for regulatory market clearance was conducted using commercially available sma-905 compatible laser generators with no negative impacts on any equipment. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a "black scar" on the fiber was found before use. The "black scar" was allegedly confirmed as a crack on the fiber, and there was no delay to the procedure.